Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during enrollment of a patient's monitor, the serial number didn't match the selected monitor's serial number. The clinician was able to assign the correct monitor to the patient. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.